Event description:
A customer from (B)(6) received a blood glucose reading on the contour ts meter that was 100mg/dl higher than the reading on a different meter. The specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the test srips are expected to be returned for evaluation. Replacement product was sent to the customer.

Manufacturer narrative:
The model# was not provided.in some countries outside the us, customer information is not provided due to privacy laws.